Manufacturer narrative:
(B)(4). One used set was received for evaluation. Upon visual inspection, it was confirmed that the set disconnected into two pieces at the bonded joint between the tubing and distal caresite y-valve arm. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action to address this issue. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: patient's intravenous tubing connected to central venous line found broken right above the luer access device. IV line found separated from patient and blood on the floor.